Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 31-may-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer was hospitalized for a fallopian tube surgery when she received unspecified low readings on the sensor scan. Customer experienced vomiting, dehydration and a loss of consciousness and received apidra, tresiba, humulin (unknown dose) injection for a diagnosis of hyperglycemia. Customer concomitantly received "flaxiparin, cefasolin, metronidasol, augmentin, furosemed, premif" while at the hospital. There was no report of death or permanent impairment associated with this event.